Event description:
During a remote follow-up, episodes noise resulting in oversensing were noted on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the lead was capped and replaced. The patient was stable.

Event description:
Additional information was received that lead damage was suspected but was not confirmed.